Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a safety needle. The customer stated the needle is separating from the hub during use. The customer reported that while removing the needle from the pt arm, the nurse noticed the needle was loose. The nurse held on to the needle while removing it so the needle did not detach while in the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.